Event description:
Patient reported feeling a continuous shocking sensation and was rushed to the emergency room. It was later noted that the patient was admitted into the hospital and had their deice disabled which resolved the shocking sensation. No other relevant information has been received to date.